Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) did not function properly. It is unclear what malfunction occurred. Additional information has been requested but not yet received. A new 40cc iab was then inserted to continue therapy without further issue. It was noted that this prolonged surgical time. However, there was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Additional information received on 29-march-2024 that the date received by mfg captured in the initial emdr is being corrected from 10/19/2023 to 02/17/2023. Corrected fields: g3 date received by mfg captured in the initial emdr is being corrected from 10/19/2023 to 02/17/2023. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) did not function properly. It is unclear what malfunction occurred. Additional information has been requested but not yet received. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.